Manufacturer narrative:
The following sections were updated in follow-up 1. B4, g3, g6, h2, h6 & h10. The device used in treatment. The device was not returned for analysis; therefore, the exact cause of the product issue cannot be determined, and the clinical observation could not be confirmed. The device history records were reviewed to confirm that the device passed all applicable in-process and final inspections. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up report will be submitted as soon as the investigation is complete. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Event description:
It was reported intra operatively that the valve part of the introducer was not cracking away cleanly and was breaking off from the peel away introducer, it was noted that this happened with several products in the lot. The introducer was attempted/not used and replaced. No patient complications have been reported as a result of this event.